Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD) detected the episode as supra ventricular tachycardia (svt) based on wavelet criteria. The rate increased at the svt limit and detected/treated the episode as ventricular fibrillation (vf) even though match scores remain unchanged. The shock did terminate the arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.